Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the keypad buttons were unresponsive after being exposed to water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 09/11/2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: on investigation, the pump powered on with auditory and vibratory function, but the display screen was blank. The keypad was unresponsive during testing. A display lens leak was discovered during leak testing. The pump was opened for investigation and revealed visible moisture corrosion inside the pump affecting the keypad wiring and the display. The keypad was removed for investigation and did not reveal any evidence of contamination of the button contacts.